Manufacturer narrative:
Internal complaint reference: (B)(4). Clinical study of standard intertan intramedullary nail and extended intertan intramedullary nail in the treatment of intertrochanteric fracture of senile femur. Doi: 10.3969/j.issn.1009-5519.2021.12.030.

Event description:
It was reported that, on literature review "clinical study of standard intertan intramedullary nail and extended intertan intramedullary nail in the treatment of intertrochanteric fracture of senile femur", 3 patients who initially underwent primary implantation of a long trigen intertan nail to treat elderly femoral intertrochanteric fractures experienced delirium postoperatively. No specific details were provided in regards of how was this complication treated or resolved. The patients outcome is unknown. No further information is available.

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation and the reported events could not be confirmed. The clinical/medical investigation concluded that, per the case, no further information will be provided nor will the device return for evaluation. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded. In addition, the images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. Therefore, no further interpretation of the attached images is required. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to surgical/post operative complications or patients condition. The contribution of the devices to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.